Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: it is found that the connector is blocked during use.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr 9941614, in which the customer has stated: ¿the connector is blocked during use¿. The product in use at the time is reported to be a 2000e china from lot 23035337. Further correspondence from the customer confirmed that smartsite was connected with a syringe when they observed occlusion. The customer also confirmed that the reported issue was identified during priming and normal saline was being infused. Moreover, no visible defects were observed on the reported product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23035337 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.